Event description:
A customer reported receiving a system error 2240 during the initial drain. The home patient was connected when this error occurred. During troubleshooting, the technical service representative (tsr) found that the lines were not properly primed. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.